Event description:
It was reported that the longevity of the device was shorter than expected. The device remains in use. It was further noted that the device was explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. The event is being reported due to an alleged malfunction. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The actual longevity is less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. The data shows that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows the minimum battery voltage equal to 2.92 to 2.74 volts between (B)(6) 2011 and (B)(6) 2012, which is before device recommended replacement time (rrt) of less than or equal to 2.62 volts.

Event description:
It was reported that the longevity of the device was shorter than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. The event is being reported due to an alleged malfunction. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data shows that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows the minimum battery voltage equal to 2.92 to 2.74 volts between (B)(6) 2011 and (B)(6) 2012, which is before device recommended replacement time (rrt) of less than or equal to 2.62 volts.